Event description:
It was reported that lead fragments and end caps were removed from the left lateral location due to patient discomfort. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: 6947 implantable tachy lead (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.